Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse logged into diagnostic app and observed 31226 errors on the surgeon side console (ssc) and low light levels on the sdct. The fse swapped the fibers of the rolling loop from ssc advanced display driver (sadd) to master tool manipulator right (mtmr) at the top and bottom of the harness and light levels improved to mid-400 levels. After a power cycle, swapped the fibers back to their original couplers and light levels remained at ideal level (450-550 uw). Each time light levels were verified, the active power cycle logs showed no 31226 errors or 48352 errors. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported error 48352. The logs sow 48352 on the common computer controller (ccc) in the vision tower and error 17 on multiple servo drive board (msd)6 on surgeon console 1. The customer tried multiple restarts and after unplugging console 1 the system powered on but then the doctor had trouble logging in on console 2. The procedure was completing as planned with no reported injury. Isi followed up and obtained the following additional information: the clinical sales representative was present during the procedure and said the procedure was converted to another dv system.